Event description:
N/a

Manufacturer narrative:
The complaint record is downgraded based on the follow-up information. The parent complaint is duplicate of trackwise record (B)(4) hence need to cancel this record. No additional reports will be sent for this mfg report number 2249723-2025-0000031.

Manufacturer narrative:
Supplemental report will be submitted upon completion of additional findings.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had some malfunction. There was no harm or injury.